Manufacturer narrative:
Follow up #2. The following sections updated/added: product problem, suspect device, importer (device), corrected data. Richard wolf medical instruments corporation (rwmic) received investigation results from manufacturer on 11dec2017. Visual inspection of device found tip of electrode contained massive wear of insulation. Mechanical signs of wear on the metallic sheath of the device. Damage could not be reproduced when instructions for use (IFU) followed. IFU include mechanical, electrical and thermal conditions instructions to prevent the type of damage observed. Root cause - user mis-handling and/or misuse. Device could not be repaired and was scrapped by manufacturer. Facility was contacted several times, via fax and phone, in an effort gather additional/missing information. No response as of 03jan2018. Rwmic considers this matter closed. However, in the event rwmic receives any additional information a follow up report will be submitted to FDA.

Event description:
Follow up #2.

Event description:
Richard wolf medical instruments corporation (rwmic) was informed by one of its distributors, that during a procedure the plastic casing near the distal tip was melting. No injury to patient or staff reported. Manufacture date: 08may2016. Expiration date: 09may2019. Purchase date: unknown (facility has purchased 76 of the same device ID # between 01may2017 and 24aug2017). No similar complaints for this product since implementing of new supplier (april 2017). User facility was contacted, via email, in an effort to gather additional/missing medwatch information, no response as of 05oct2017. Device was returned to rwmic and then sent to manufacturer, in (B)(4), for investigation on 28sep2017. Rwmic considers this matter closed. However, in the event rwmic receives additional information, follow-up report will be submitted to FDA.

Manufacturer narrative:
Initial MDR report indicated "no similar complaints for this product since implementing of new supplier (april 2017)." Should have stated: one similar complaint resulting in an MDR (mdr1418479-2017-00024).

Event description:
Follow up #1: the following section have been updated/completed: product problem, medical device (required of system, no change), importer information, manufacturer - corrected data.